Manufacturer narrative:
B2 - date of birth: (B)(6) 1989. D4 - model# vticmo12.6 (-10.50/1.50). Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced low vault, lens opacity asc. The lens was explanted, phaco-emulsification (cataract surgery) and iol implantation, and," edof iol implantation (vivity, alcon)" occurred. The problem was resolved. The cause of the event was a patient-related factor and unknown, "low vault."

Manufacturer narrative:
Manufacture narrative: cataract and secondary surgical intervention to remove/replace/reposition the lens, are identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Manufacturer narrative:
H6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue h6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).